Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A clip was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. Reference file anp1900072577 for investigation photos. First, the clip stuck in the bent rotation tab was manually removed and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. Another attempt was made and this time, the clip became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 11 clips remaining including the clip that was stuck in the bent rotation tab, indicating that 4 clips were fired by the end user. The clip stacking prevented the clips from consistently loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. CAPA 40010983 has been opened to further investigate this issue. Reference file anp1900072577 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from consistently loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "clips jamming" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A clip was stuck in the bent rotation tab. Upon functional inspection, only one of the clips fired properly. The other clip became stuck in the bent rotation tab. The sample was disassembled and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from consistently loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Other remarks:

Event description:
The report states: I had 2 recently (one last week (9-11) and one the week before) that both did the same thing, the first clip would deploy but I could feel resistance in the handle. After the 1st clip, it just jammed and would not work further. We did notice a small metal tab on the top of the applicator where the clips are seated that seemed to be popped out of place. The tech noticed this on the 2nd time but I do not know if that was the same case on the one the week before. Last time I had any issues, I was told to clear 3, as they are loaded in groups of 3, and it should work again. This usually works, but it did not this time. I tried multiple times. I do not know that anything else needs to be done right now other than what you are already doing. Overall, I am happy with the weck applicator. I just thought it was odd that I had 2 in a row that did the same thing.

Manufacturer narrative:
(B)(4). A visual and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product auto endo5 ml lot# 73e1900341 investigation did not show issues related to the complaint. No additional test was performed. Verification of failure mode reported in the current manufacturing process could not be performed due to product was not being manufactured. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. At this time due the sample is not available is not possible to determine the source of the defect reported. Teleflex will continue to monitor and trend related events. Other remarks:

Event description:
The report states: I had 2 recently (one last week (9-11) and one the week before) that both did the same thing, the first clip would deploy but I could feel resistance in the handle. After the 1st clip, it just jammed and would not work further. We did notice a small metal tab on the top of the applicator where the clips are seated that seemed to be popped out of place. The tech noticed this on the 2nd time but I do not know if that was the same case on the one the week before. Last time I had any issues, I was told to clear 3, as they are loaded in groups of 3, and it should work again. This usually works, but it did not this time. I tried multiple times. I do not know that anything else needs to be done right now other than what you are already doing. Overall, I am happy with the weck applicator. I just thought it was odd that I had 2 in a row that did the same thing.